Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 100% to 1% within a day. Customer reported a blood glucose (bg) level of 145 (mg/dl). Although multiple attempts were made to complete troubleshooting with tandem technical support, no additional information was provided on the reported issue.